Event description:
Catheterization in 2001. Pt noted wrist swelling and pain 2 weeks later. Presented to ER in the following month. Needle aspiration drainage of 1cm clear fluid. Pt continued with antibiotics.